Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and a broken curved blade at the base was found. Additionally, a piece approximately 0.530" x 0.084" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Device history record (DHR) review for instrument involved with the reported event has been completed. No non-conformances were identified to be related to this complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation. A review of the provided image is consistent with the instrument missing a piece of the distal tip. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted endometrial ablation surgical procedure, the harmonic ace instrument knife head was fractured. The instrument was inspected prior to use with no damage observed. There was no instrument collision. A fragment fell inside of the patient and was retrieved during the same procedure. The user completed the procedure with no further issue reported.